Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique identifier (UDI) #, medical device serial #, returned to manufacturer on, device manufacture date. Additional information: concomitant med prod dat(8100), device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report the pump module had free flow could not be confirmed or replicated during the investigation. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. The occluder spring test was performed on the suspect pump module, testing of the upper and lower occlude observed the device passing both tests. The incident administration set was not returned for this investigation; therefore, testing could not be performed. On (B)(6) 2025 at 6:07 am an infusion was restored and started with a rate of 100 ml/hr, volume to be infused (vtbi) of 647.65 ml. A primary volume infused (pvi) of 252.35 ml was recorded form previous performed infusions. At 9:36 am the infusion was paused and a pvi of 600.244 ml was recorded. At 9:39 am the infusion was restarted. At 12:39 pm the infusion completed and transitioned to keep vein open (kvo); a pvi of 900.004 ml was recorded. An infusion was programmed and started with a rate of 100 ml/hr and vtbi of 10 ml. At 12:46 pm the infusion completed and transitioned to kvo; a pvi of 910.158 ml was recorded. An infusion was programmed and started with a rate of 100 ml/hr and a vtbi of 80 ml. At 1:35 pm the infusion completed and transitioned to kvo; a pvi of 990.378 ml was recorded. An infusion was programmed and started with a rate of 100 ml/hr and vtbi of 999 ml. At 6:58 pm the vtbi was reprogrammed to 990 ml. A pvi of 1526.89 ml was recorded. On (B)(6) 2025 at 12:18 am the infusion was reprogrammed with a rate of 100 ml/hr and vtbi of 990 ml. A pvi of 2060.28 ml was recorded. At 12:19 am the door was opened and the pump module alarmed for ¿check IV set¿ (IV set was removed). The pump module was channeled off. A pvi of 2061.75 ml was recorded. The system was powered off at 12:42 am. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to the volume to be delivered and fluid selected. The external and internal inspection were performed. No obvious issues were observed during internal or external inspection that could explain the reported over infusion. During inspection, incidental findings were noted and are not associated with the reported issue. The bd alaris system user manual v12.1.2, states within warnings and cautions to prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Verify correct infusion parameters prior to starting the infusions. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please retorque all screws to specification. Please replace the male (right) and female (left) iui connectors as they were observed with corrosion on its pins. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. Root cause: the root cause for the reported over infusion could not be determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. Note that this report lists imdrf annex a1801, a040502, a0401,g02017, g04088, g04037, c0601, c07, d01, d15codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module had free flow infusion. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had free flow infusion. There was patient involvement, but no harm.